Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning.

Event description:
This report summarizes (B)(4) malfunction events. A review of the events indicated that the one touch ping model pump experienced a suspend issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-71 years of age and between 146 and 146 pounds. Of the reported patients, (B)(6) was male and (B)(6) were female.

Manufacturer narrative:
Follow up #1 06/16/2016: of the 6 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that the one touch ping model pump experienced a suspend issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-71 years of age and between 146 and 146 pounds. Of the reported patients, 1 was male and 5 were female.